Manufacturer narrative:
E1:patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in (B)(6). It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026. The high blood glucose remained elevated for more than four hours. The treatment for the high blood glucose was insulin delivered by the pump. No further information available.